Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02222. It was reported the patient fell and experienced ineffective therapy with their scs system. X-rays showed one of the leads migrated. Additional diagnostics showed the other lead had high impedance. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was established post-operatively.